Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from was as high as 487 mg/dl and currently it was 272 mg/dl. The bg level was corrected with the pump. After an alarm, the customer would check the luer lock and confirm there were no kinks in the tubing. If the bg level would no go down, the customer would change the pump supplies.